Event description:
Customer reports taking prescribed dose of novolin n with result of 185 mg/dl obtained on the advantage system. Customer passed out a few minutes later (states he was passed out for 30 minutes). Emergency medical technicians treated customer with IV glucose; customer tested lo on emt meter and after consuming food and juice the customer's low blood glucose symptoms improved. Requested return of suspect device and replacement was sent.